Event description:
"White fabric (safety seal fragment) pops out from the attachment when the motor operates" was one of the reasons given for repair of a motor. On f/u, it was reported that the safety seal came out through the attachment on a post surgery run, after the motor had stopped and was removed from the field.